Manufacturer narrative:
Additional information and for product return have been requested. There has been no response at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that an inspiris resilia valve model 11500a27 was explanted from the aortic position after an implant duration of seven (7) days for unknown reason. A valve model 3300tfx29 mm was implanted in replacement. No other information was provided. No other information was able to be obtained from the surgeon.

Manufacturer narrative:
H10: additional manufacturer narrative: added information to section d4 (expiration date), h4 (device manufacturer date) and h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Since no additional information was able to be obtained from the customer regarding this event, the root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction.